Event description:
Pt had a variety of lines inserted during hospitalization including triple lumen catheter in 2001. Site: right internal jugular; which was converted to swan ganz 5 days later then swan ganz was d/c and the next day "slic" inserted. 4 days later physician converted line to 3-lumen catheter. Cxr the next day report noted catheter fragment in inferior vena cava. The next day pt was taken to interventional radiology for percutaneous retrieval via catheter and removed foreign body.